Event description:
A customer reported she was visiting her husband in a nursing home, a month and a half prior to the day she called adc customer service, when she tested her blood glucose level on her freestyle flash meter. The customer reportedly received a reading of 120 mg/dl and thought the reading was higher than she felt. The customer also reported she experienced hot sweats, cold chills and loss of consciousness. The customer was reportedly treated by a nurse at the nursing home where her husband was staying in at the time and she could only remember that the nurse tried to give her food and orange juice. No third-party medical intervention was reported. The customer additionally reported she passed out a previous time at the church, but she had not used the meter prior to losing consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the course of the troubleshooting survey, the customer reported she had disposed of the meter and test strips. A follow-up report will be submitted once additional information is obtained. Note: the device MFR date is the date the complaint was received.